Event description:
It was reported to philips that during a procedure the flexvision screen was frozen. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. During an emergency coronary treatment the flexvision screen was frozen. The system was restarted which allowed the procedure to continue after a 15 minute delay. The philips field service engineer (fse) visited the site and noted that the screen remained displayed but the x-ray image and any images from external inputs were frozen. Additionally, it was seen that the xpermodule displayed "switching not possible". The fse determined that both of these issues were being caused by communication issues with the flexvision pc as the logs from the system showed power on self test (post) failures of the flexvision pc, and connection issues. To resolve the issue the fse replaced hard disk drive and reinstalled the software. The system was confirmed to be performing as per specification and returned to use. Philips has released a software update for new production systems so that when this issue occurs, the system displays a blank screen as opposed to a frozen screen. This system has not currently had the software update. The associated risk assessment was reviewed in conjunction with this complaint and it was determined that neither the system nor risk assessment needed to be updated. The codes have been updated based on the investigation's outcome.